Manufacturer narrative:
Company comment: based on the available information, the company cannot exclude a possible contribution of the suspect device product (thermacare heatwrap) to the events of 6 open burn blisters, chemical burns and clear drainage but no pus. This case is medically assessed as serious and initial reportable case.

Event description:
Had 6 open burn blisters 1 inch in diameter or the size of a quarter located over her left abdomen [burns second degree] chemical burns [chemical burn of skin] clear drainage but no pus [wound drainage] case description: this is a spontaneous report from a contactable consumer or other non hcp. A year-old caucasian female patient started to receive thermacare heatwrap (thermacare menstrual) (lot #: lh58589, expiration date: oct2016) from an unspecified date for an unspecified indication. The patient's medical history was not reported. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) on an unspecified date for an unspecified indication. On (B)(6) 2015, the patient reported she used thermacare heatwraps for 7 hours and that "started to hurt to her left." She stated she noted 6 open burn blisters on her lower stomach and also had chemical burns. The size of the burns or blisters was reported as 1 inch in diameter or the size of a quarter located over her left abdomen. The patient mentioned the burns were swelling and there was clear drainage but no pus. She assessed her skin tone as light. The patient stated she did not have any problems like diabetes, rheumatoid arthritis or heart disease. She did not use any creams, rubs or gels under the wrap. She had used thermacare in the past and she did not face such difficulty earlier. She mentioned that there were no defects on the wrap like cuts, tears, holes or leaks. The patient did not change or modify the wrap in any way. She did not feel that the wrap was getting too hot and she did not put the wrap in the microwave. The patient did not use the wrap overnight, while exercising or while sleeping. She used the wrap over the correct part of the body and did not overlap the wrap. The patient had not applied any pressure over the wrap. She neither sat nor reclined for a prolonged period of time while using the heatwrap. The patient mentioned she did not use more than 1 heatwrap per day. The patient had not consulted a physician as a result of the events; however, she had called her pharmacist. Action taken with the product was unknown. At the time of the report, clinical outcome of the events was not recovered/not resolved. Additional information has been requested and will be provided as it becomes available.